Event description:
A malfunction on the pump was reported by the caller. Information about any adverse impact on the customer¿s blood glucose level was not provided. Technical support assisted the caller with pump reset information, and the caller was able to reset the pump on their own after locating the charging cable, with further follow-up as needed.